Event description:
The customer tested his blood glucose using his new contour meter and another contour meter. The readings received using the new contour were "hi" and 68mg/dl. The other contour read 210 mg/dl. The difference between the contour readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of his new contour system. No product will be returned at this time.